Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v057999, implanted: (B)(6) 2007, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3093-33, lot# v057999, implanted: (B)(6) 2007, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and leads were removed because the ins was dead. The ins and leads were removed on (B)(6) 2014. The health care provider (hcp) asked for MRI guidelines for a tined lead fragment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.